Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which resulted in oversensing and pacing inhibition (pi). The pi did not result in asystole. During the implantable cardioverter defibrillator (ICD) replacement surgery, when the ra lead was removed from the ICD header, the pin broke away from the lead body. Thus, requiring a new atrial lead. This ra lead was abandoned surgically. No additional adverse patient effects were reported.